Event description:
Part of the hydrophilic covering sheared off in calcium of vessel and embolized to tibial vessels. The physician did have to make an incision on the pt's lower leg to retrieve the emboli. Besides the incision, there was no pt injury.

Manufacturer narrative:
Investigation in-process and the results of the investigation will be filed in a supplemental report when completed.